Event description:
Customer allegedly purchased three boxes of this product. The syringes in the box was giving her problems, was continuing to have air pockets. The box will be returned and a replacement was sent by customer service to the customer.